Manufacturer narrative:
(B)(4). Medwatch report number mw5077156 the device has not been returned for investigation. The device history review for the product hemolok l clips 6/cart 84/box lot#73m1600094 investigation did not show issues related to the complaint. P/n 544240 is not being manufactured currently, however, another part number from the same family was used for the verification of failure mode reported in the current manufacturing process and during testing the issue reported "broken clip" was not observed in the current manufacturing process. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
Pt underwent a robot-assisted laparoscopic sigmoid colectomy. During the procedure, one of the hem-o-lok clips broke. The patient tolerated the procedure without complications and is in stable condition.